Event description:
It was reported, needle 25x1 rb, foreign matter-black speck on the port of the tpn bag.the following was provided by the initial reporter: a product safety concern was brought to our attention by the mother of a pediatric tpn patient utilizing the 25g x 1 needle (305125) (photo #1) and the 21g x 1 needle with attached syringe (309632) (photo #2) to draw up the ordered infuvite (baxter) and famotidine (multiple manufacturers/lot numbers). The patient's mother has been preparing and administering tpn in the home for 10 years and during her annual skills check off, she noted a black speck on the port of the tpn bag after drawing up the infuvite (25g x 1 needle) and injecting it into the tpn port (photo 3). She then proceeded to wipe the port of the bag and noted some dark residue on the alcohol prep pad (photo 4). This result spurred her to then test other needles in her stock, drawing up small amounts of drug from various lot numbers and manufacturers and poking them through unused alcohol prep pads to see if the residue was present, and each time it was visible to some degree. No contact with the tpn was present during these subsequent tests, so we believe that should eliminate a potential chemical reaction with the tpn ingredients. While we have been unable to replicate her results here in the pharmacy environment, we were able to validate her sterile technique and nothing of concern was noted that we believe would lead to this result. We also validated she was letting the alcohol on the vials dry before inserting the needle in case there is a potential reaction with isopropyl alcohol. The current thought is that potentially some of the polymer from the internal surface of the needle may be leaching out, we just aren't sure what might be contributing to that. She also tested an insulin syringe with needle attached and did not note any residue, however we aren't sure if it truly is not present or if it is simply because the diameter of the needle is 31g and the amount is too miniscule to see. We have not had these reports from any other patients, but obviously want to report the issue and also gather the following information to help ease mom's concerns or determine if a product change is necessary:additional information1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. - no2. Can you please provide an exact date of event in format dd-mmm-yyyy? 02/07/2026 (july 2, 2026)3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? I do have two emply tpn bags that were the initial bags the residue was noted on after injecting into the port, but minimal residue is left now since it was wiped with an alcohol prep pad.the main concern of the patient's mom is that she wants to validate the safety of the polymer used on the bd needles. We have ruled out drug contamination since there were multiple drugs and manufacturers tested as I mentioned in my original submission. Is there any safety information related to the specific polymer used on the bd needles mentioned that I can provide to her? She specifically would like to know what the polymer actually is, if there are any known chemical reactions that might compromise the polymer, and if there are circumstances when the polymer would be unsafe for injection into her son's tpn, etc.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.